Event description:
Customer reported no reactivity with vs315 and a pt with anti-m. Reactivity was observed with 0.8% resolve panel a, vra135. This report corresponds to ortho clinical diagnostics inc (B)(4).

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 144 mg/dl, 44 mg/dl, and 30 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter (B) (4) and strip lot# 0924102 were returned for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in the meter's memory.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.